Event description:
A malfunction alarm known as malf 0 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed the customer to continue using the pump. Call-back instructions were given if the malfunction code reoccurred, and the customer acknowledged and understood these instructions.